Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with pelvic and splenic injuries sustained from a motor vehicle accident was scheduled for vena cava filter placement. The right common femoral vein was accessed and a venacavagram was performed. The filter was deployed without incident and the patient was hemodynamically stable at the conclusion of the procedure. Approximately two months post filter deployment, the patient presented for retrieval of the filter. Access was gained to the right internal jugular vein and a venacavagram was performed. The filter was in an infrarenal position slightly tilted to the right, with one of the limbs extending beyond the confines of the ivc wall. Those findings correlated with CT scan findings. There were no filling defects to suggest clot and no contrast extravasation. Exchange was made for the recovery device sheath that was positioned above the top of the filter. The filter was engaged with the recovery device and successfully removed. The device was inspected, and it was noted that a foot of a filter limb was missing. The physician felt that the missing piece was too small to be visualized and would cause no clinical problem. A completion venacavagram demonstrated no evidence of contrast extravasation or stenosis. All the sheaths were removed and manual compression was applied to the right neck until hemostasis was achieved. The patient tolerated the procedure with no immediate complication and was transferred to the recovery room in good condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two months post filter deployment a venacavagram was performed which demonstrated one of the limbs extending beyond the confines of the ivc wall. The filter was engaged with the recovery device and successfully removed. The device was inspected, and it was noted that a foot of a filter limb was missing. Based on the provided medical records, the investigation is confirmed for perforation of the ivc wall and detachment of the foot of the filter limb. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient with injuries sustained from a motor vehicle accident had a vena cava filter successfully deployed without incident. Approximately two months post filter deployment, during a filter retrieval procedure, imaging demonstrated a limb extending beyond the confines of the ivc wall. The filter was successfully retrieved with a recovery device. Upon inspection of the filter, it was noted that a foot of a limb was detached. This was considered to be small and of no clinical significance. A completion venacavagram demonstrated no evidence of contrast extravasation. The patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.

Event description:
It was further reported through the litigation process that a vena cava filter was placed in a patient with injuries sustained from a motor vehicle accident. Approximately two months post filter deployment, during a filter retrieval procedure, imaging demonstrated a limb extending beyond the confines of the inferior vena cava wall. The filter was successfully retrieved with a recovery device. Upon inspection of the filter, it was noted that a foot of a limb was detached. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one month and twenty-one days post deployment, a computed tomography of the abdomen and pelvis reported the filter¿s limbs project beyond the expected confines of the vessel with minimal infiltration of the adjacent fat and one medial limb was found to abut the abdominal aorta. Around twelve days later, filter was removed with no immediate complication. Inferior vena cava venogram showed one of the filter legs extending beyond the limits of the inferior vena cava. The cone was engaged on the top of the filter. The filter was pulled inside the sheath and removed. Initial venogram showed the filter slightly tilted to the right. Assessment of the device following removal reported that one of the filters feet was missing and the missing piece was too small to be visualized. Therefore, the investigation is confirmed for perforation of ivc and filter limb detachment.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.